Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in a 3l empty bag. The reporter indicated that the hole was located near where the expiration date was printed. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.